Manufacturer narrative:
Sex, weight, race: unknown. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
Hold for ab 11.05the reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, diopter -13.0 into the patient's left eye (os) on (B)(6) 2020. Intraoperatively the lens was exchanged with a longer lens due to low vault and the problem was resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim#: (B)(4).